Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving fentanyl via an implantable infusion pump for non-malignant pain. It was noted patient takes additional oral medication including morphine (100mg) and oxycontin (80mg). The patient reported they haven't been sleeping and mentioned they are staying up longer. The patient stated they are "not doing good". The patient stated they had a catheter checked and it was fine but the patient is still feeling terrible so their healthcare professional (hcp) wants to test the catheter again. The patient doesn't think it's an issue with the catheter. The patient added they are having their second pump refill. Additional information was provided from a consumer stated that they had numerous refills and had too much meds. During the refill, they had 11 mg instead of 3mg. ¿it was just me my meds so I got feeling bad went to the emergency room nothing changed.¿ they wanted to change the pump but were told they cannot change the pump, so they refilled the pump twice and needed oral meds. The patient stated that their leg felt unrested when they got up and could not sleep some nights. The patient stated that the pump is working now. The phone is compared to the personal therapy manager (ptm).

Manufacturer narrative:
H11. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient was seen for a pump refill on (B)(6) 2025 and an office visit (B)(6) 2025. The patient did not report having any complaints or issues at either visit. There was no plan for a catheter study at this time. It was also reported that the patient had been seen since this call, and there had not been any discrepancies noted. No external, environmental, or patient factors were noted. On (B)(6) 2025, the expected volume was 5.3ml, the actual volume was 5ml, with the previously programmed and filled volume being 20ml. On 2025-jul-17, the expected volume and actual volume were both 5ml, and the previously programmed and filled volume was 20ml. No actions were taken. The hcp will monitor for future discrepancies.